Event description:
The user facility reported a patient was being transferred from a surgical bed to the apc chair, which was in a fully reclined position at the time. It was reported that the chair brakes released and the patient fell to the floor. The patient received a cut on the back of his head; the user facility would not provide any further information concerning the patient or the incident.

Manufacturer narrative:
A steris technician contacted the user facility to inspect the apc chair, however, the user facility declined to allow the technician to inspect it. Steris contacted the user facility to obtain information on this event, however no information was provided. The technician stated that he was told previously by the user facility "that their staff did not always know how to properly lock and unlock the chair". The chair is not under steris service contract and the chair is currently maintained and serviced by another facility's biomedical department. Steris has offered in-service training on the proper operation of the chair and is awaiting a response.

Manufacturer narrative:
Steris has attempted to schedule in-service training on the proper operation of the chair with the user facility however a response has not been received.